Event description:
Complainant reported that during a therapeutic ercp, patient age and gender unknown, the balloon detached from catheter while in the common bile duct. A biopsay tool was used to successfully remove the balloon and the procedure was completed using another device. The patient was admitted for observation and discharged on the next day. There were no reported adverse effects.